Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va06ydy, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient felt a jittery feeling all over their body and it felt like when their blood sugar dropped low and they were hypoglycemic. The patient was noticing the jittery feeling more today than yesterday and their implant was on and they had advised that they don¿t adjust it yet. The implant was on program 2 at 1.7v and today it was at 1.7v and they thought it may have changed on its own. The patient was implanted 2 days ago and their first follow-up would be on (B)(6) 2014. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.